Event description:
The account alleged the bed was rocking; the bed was wobbly when the account pushed on it form the side. No injury reported.

Manufacturer narrative:
The technician found that one of the head lift arms was detached due to a broken rivet nut. The technician replaced all of the rivet nuts and pivot blocks to resolve the issue.